Manufacturer narrative:
(B)(4). The customer drained 3761ml of fluid during drain 4 of 5, which was greater than 160% of the largest prescribed fill volume of 2000 ml and met increased intraperitoneal volume (iipv) criteria. Therapy continued into fill 5 of 5 and the customer declined a swap of the cycler. The device was not returned to baxter, precluding further device investigation. As a result, an assignable cause of the reported difficulties of a drain volume meeting iipv criteria could not be determined. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc) machine. Per the initial report, the home patient (hp) was reporting a caution negative ultrafiltration (uf) alarm. The technical service representative (tsr) had the hp close/open the transfer set 5 times, pull up on the patient line, press stop/go. The drain volume increased to 3761ml and the hc moved to fill 5 of 5. The hp stated her uf is usually 1000ml at the end of therapy. The hp did not want a swap and would call back with any problems or questions. There was no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2010 product surveillance contacted the hp peritoneal dialysis nurse (pdn) regarding the report of the high drain volume. The pdn stated the hp has a fill of 1500ml with extraneal and a regular fill of 2000ml. The pdn stated the hp has not reported any symptoms or other drain volumes that meet increased intraperitoneal volume (iipv) criteria. The pdn confirmed there was no patient injury or medical intervention associated with this report and that the hp was doing well with the following treatments. A swap was not requested. No allegations were made against any of the hp's dialysis products.